Event description:
In may 2004, the pt reportedly experienced intermittencies while using the sound processor. The following day the pt's system ceased functioning. The next day, the pt reportedly was seen for eval. The audiologist reportedly observed no link while testing the pt. In 2004, the pt was seen by a co rep. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.